Event description:
It was reported that the pulse generator would temporarily stop pacing following exposure to electrocautery during device replacement for normal battery depletion. The patient experienced an escape heart rhythm of around 30 beats per minute. The device was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun